Event description:
It was reported that after a complete supply change, the user experienced an occlusion during a meal announcement resulting in a partial insulin dose; the user disconnected from the anchor, untangled tubing arranged in a figure-eight, reattached, and subsequently cleared the occlusion by delivering approximately 8 units through the fill tubing before reconnecting and resuming insulin delivery. Symptoms included feeling okay while experiencing elevated blood glucose, with a reported value of 233, and the device alerted to high glucose. Outcomes included successful correction of insulin delivery without the need for outside assistance or medical intervention. Investigation included troubleshooting and education with confirmation of flow through the tubing while disconnected. Investigation of this case revealed an infusion set occlusion related to the infusion set and tubing configuration, which resolved after supply change and clearing the line. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/tubing occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.